Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repositioned. The patient was experiencing oversensing and inappropriate therapy. An invasive procedure was performed and the physician found the lead had dislodged. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.